Event description:
Breast implant had leak for 5-6 years, at (B)(6) years old developed breast cancer in breast with leak. Double mastectomy chemo. Cancer came back 1 year later - lumpectomy and radiation.